Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced low blood glucose (bg) of 43mg/dl with unsteadiness, severe dizziness, and blurred vision. The patient reportedly self-treated with juice, food, and glucose tablets and discontinued pump therapy. The reporter stated that the pump was delivering insulin without user intervention; the pump reportedly primed 22units. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with the pump priming excess insulin without user intervention.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings:a review of the pump history did not show any evidence of a 22.0 unit prime on (B)(6) 2016. The black box showed an unexplained ¿loss of prime¿ warning on (B)(6) 2016 at 07:29 followed by a reboot. When the pump was powered back on, the time and date were manually set to (B)(6) 2016 20:01. The pump ran on this until the end of use. The pump was manually suspended on (B)(6) 2016 21:35 and manually resumed (B)(6) 2016 04:41; manually suspended (B)(6) 2016 05:56 and manually resumed the same day 07:39; manually suspended (B)(6) 2016 04:47 and manually resumed the same day 05:56; manually suspended (B)(6) 2016 07:40 and manually resumed the same day 09:34. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no unprogrammed primes occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurring during investigation. The keypad buttons were tested and no hypersensitivity was found. The complaint could not be confirmed or duplicated on investigation.